Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2020 and explanted on (B)(6) 2020. It was reported the patient developed an access site infection; blood cultures tested positive for infection. As a result, the patient was administered antibiotics. Subsequently, the impella device was replaced. Blood cultures tested positive for infection. Subsequently, on the day of impella removal, the patient was diagnosed with sepsis which required administration of antibiotics and pressor agents. No further information was provided.